Event description:
It was reported that the right atrial (ra) lead dislodged during mitral valve surgery. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6949, implantable tachy lead, (B)(6) 2007; t510c29, tissue valve, (B)(6) 2008. (B)(4).